Event description:
The customer reported two reservoirs hat had leaked. No blood glucose reading was reported. The customer stated that she had been using the reservoirs, and then she noticed a strong smell of medication and noticed that the reservoirs had leaked. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.